Event description:
Contact reported that the rod approximator became jammed on the implant during use. The implant was removed and replaced with another. There was no adverse pt outcome. The situation resulted in an extension is surgery time in excess of 30 minutes. As such an MDR is filed to document this event.

Manufacturer narrative:
Device has not yet returned for eval. No conclusions can be made at this time.